Manufacturer narrative:
Device evaluation: the pump had been set to the wrong configuration. It was in intrafix mode when received by b. Braun. This can only be set by using a service plug. The delivery results differ between intrafix and vista basic modes. An electronic adjustment was made to reset the pump to vista basic mode. The pump met delivery specs after it was reset.

Event description:
The device was returned due to reported delivery accuracy problems. The delivery was not consistent and was always low.